Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 1015042. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately the provided sample has been delayed by due to local customs laws. At this time our team is not able to determine the root cause of the events experienced by the facility, but will conduct functional testing on the returned units once the shipment arrives at our manufacturing facility.

Event description:
It was reported that transfer-needle flopro leaked. The following information was provided by the initial reporter: "flopro is used diluting antibiotics. According to customer they are not good. Flopro is not penetrating well rubber in vial and therefore doesn't fully go through. In the stage when diluting and trying to get liquid through, you need to ¿milk¿ the liquid, so you are able to get the liquid to dry substance. When removing flopro from dry substance vial, flopro is leaking liquid. Complaint maker is wondering is prepared antibiotic is aseptic and if flopro is risking person who is preparing antibiotics to antibiotic substance. This slows down the work significantly."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that transfer-needle flopro leaked. The following information was provided by the initial reporter: "flopro is used diluting antibiotics. According to customer they are not good. Flopro is not penetrating well rubber in vial and therefore doesn¿t fully go through. In the stage when diluting and trying to get liquid through, you need to ¿milk¿ the liquid, so you are able to get the liquid to dry substance. When removing flopro from dry substance vial, flopro is leaking liquid. Complaint maker is wondering is prepared antibiotic is aseptic and if flopro is risking person who is preparing antibiotics to antibiotic substance. This slows down the work significantly."